Event description:
Multiple discordant results tested for multiple assays were obtained on patient samples on an advia 2400 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting as expected. The corrected results were reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the cause of the discordant results is an out of alignment reagent probe 1. The cse corrected the alignment. The instrument is performing according to specifications. No further evaluation of the device is required.